Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex enteral colonic stent was used during a placement of colonic stent procedure in the colon performed on (B)(6) 2015. According to the complainant, the stent was used to treat a 2cm malignant stricture. No visible damage was noted to the stent system prior to the procedure. During the procedure, after the stent was deployed, the stent was noted to have moved distally to the stricture. The stent was removed using forceps and the procedure was completed with a longer wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) stent positioning/placement problem. Investigation results: a visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. The reported issues were likely due to procedural or anatomical factors encountered during the procedure that limited the performance of the device. Therefore, based on the details of the complaint, the most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.